Manufacturer narrative:
Gtin number for item: 2426-0007, lot: 17027241 is (B)(4). Concomitant medical products: 50 ml baxter bag jb1301 lot number w7i27co, exp sep 18, 0.9% nacl; 1000 ml baxter bag din 00438014, lot number w7g27a0, exp jan 19, kcl, therapy date (B)(6) 2017. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the secondary backed up into the primary line. The nurse was responding to the patient's complaint of unrelieved pain after recently initiating a dilaudid infusion and it was noted that the dilaudid mini-bag was empty and the primary tubing's drip chamber was full. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report of backflow from the secondary into the primary was not confirmed. The primary and secondary set were visually inspected and no anomalies were noted. The check valve was visually inspected under magnification and was noted to be assembled in the set correctly with the silicone membrane centered. Functional and pressure testing resulted in backflow, indicating the check valve was performing as expected. Disassembly of the check valve resulted in normal findings. No particulates were observed on the diaphragm membrane. The root cause of this failure was not identified.

Manufacturer narrative:
Correction on follow-up(1): (functional and pressure testing resulted in no backflow, indicating the check valve was performing as expected.)